Event description:
It was reported that cannula interlink threaded lock had flow issues. The following information was provided by the initial reporter: during infusion with the use of interlink threaded cannula, fluids didn't flow. When using another product, fluids flowed with no problem.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that cannula interlink threaded lock had flow issues. The following information was provided by the initial reporter: during infusion with the use of interlink threaded cannula, fluids didn't flow. When using another product, fluids flowed with no problem.